Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 109 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the pump successfully began charging after leaving the pump plugged into the power source, however, the customer did not respond.